Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to a deformation problem. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The endoscope sheath was returned to the service center with a report of the black piece on the top to secure it was missing. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, scratches on beak was found. There was no patient involvement.